Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm reading was 211 mg/dl, and the meter bg reading was 568 mg/dl. After the customer calibrated the cgm, the cgm reading was 262 and the bg reading was 478 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.